Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's mother advised that the customer didn't give her bolus because she couldn't get the meter and pump to communicate so she missed a bolus and ate breakfast. Her readings went up to the 500's mg/dl range. She went to the hospital received a reading of 568 mg/dl in the hospital's lab. She was in the emergency room for a few hours and released after receiving treatment of IV and insulin. No allegations against the pump delivery, meter, and strips. Meter and test strips are being returned and replaced.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.